Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass and metal cap are still attached to the fiber; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of "fiber tip detached" could not be confirmed; a fiber/glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure at 168,861 joules and 25:37 minutes of usage, the fiber tip detached. The fiber was exchanged. The second fiber tip detached. It was noted that ¿the surgeon decided to stop the intervention ¿. Patient outcome: "no injury to patient" was reported. This report is for the second fiber used.